Event description:
The facility representative reported a flo-gard infusion pump with a broken door. It is unknown when this event occurred; however, it was reported to have occurred in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken door on pump 2. Should additional information be received, a follow-up medwatch will be submitted.